Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a travel course error. There was no delay of therapy.

Manufacturer narrative:
D3 - mfg establishment name- corrected. The suspected device was returned for evaluation. Review of the event history log (ehl) showed check clutch. The device was visually inspected. Visual inspection performed and the reported issue was confirmed. The cause of the reported issue was due to worn out clutches. As a result, the clutches were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.